Event description:
"The customer found that in 4 sets a cassette corner was detached." Reportedly, the alleged defect was detected just after having opened the overpouch in 2 of the cases, and during the integrity testing by the homechoice machine in the additional 2 situations. The customer did not use the homechoice sets after noting the alleged defect. No patient injury or medical intervention was associated with these incidents.